Event description:
It was reported that air bubbles were observed within the canister. The customer's blood glucose (bg) level was 400 mg/dl. The customer addressed bg with a manual injection. Customer performed a supply change to address the issue.